Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported incomplete coaptation or poor image resolution. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported incomplete coaptation/slda (single leaflet device attachment) appears to be related to a combination of challenging patient anatomy (large flail with enlarged atrium) and procedural conditions (poor imaging). The reported poor imaging appears to be related to procedural conditions (3d image not displaying accurately, multiple 2d views used), per case details. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a patient presented with grade 4 degenerative mitral regurgitation (mr), an enlarged atrium, and a flail for a mitraclip procedure. The patient was also noted to have dense subvalvular tissue and chordae. During final leaflet insertion assessment 3d imaging was not displaying accurately and could not fully appreciate the tissue bridge. Upon deployment of a mitraclip xtw on the medial a2/p2 (anterior 2 and posterior 2 leaflet segments), a single leaflet device attachment (slda) was observed. The clip detached from the posterior leaflet and remained attached to the anterior leaflet and primary flail. A second clip was implanted to stabilize the first. The final mr grade was 1.